Manufacturer narrative:
Initial report sent to FDA on 05/14/2009.

Event description:
Procedure: lobectomy. According to the reporter: after firing, the jaws were opened, but the tip of the stapler was stuck and could not be removed. Scissors were used to remove the device. Additional tissue was resected.